Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal solution contained white specs after applying it to the patient's tissue. There was no patient injury or medical intervention associated with this event. No additional information is available.